Event description:
Agent ide study: it was reported that angina and restenosis occurred. On an unknown date in 2009, prior to index procedure, proximal right coronary artery (rca) to mid rca was treated with 4.0 mm x 38 mm and 4.0 x 20 mm synergy drug eluting stents respectively. On 04 apr 2022, the subject presented with stable angina and was referred for the agent ide study. Coronary angiography report revealed 80% in-stent restenosis of the proximal rca. Heparin or antithrombotic medication was administered at the time of index procedure. The target lesion located at the proximal right coronary artery (rca) was 24 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated using a 4.0 mm x 30 mm balloon resulting into 50% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with a 4.0 mm x 30 mm study device successfully with 10% residual stenosis and timi flow of 3. The subject was discharged with clopidogrel and aspirin. On (B)(6) 2023, the subject underwent diagnostic catheterization revealing coronary artery disease for which left heart catheterization was performed. On (B)(6) 2023, the subject presented emergently with symptoms consistent with unstable angina. On (B)(6) 2023, the subject was hospitalized for further evaluation. On the same day, the laboratory examination noted troponin to be elevated and the subject was diagnosed with nstemi (non-st-elevation myocardial infarction). At the time of the event, the subject was on clopidogrel and aspirin. On (B)(6) 2023, the event was considered as resolved and the subject was discharged home. On (B)(6) 2023, the subject presented for percutaneous coronary intervention (pci) of the proximal to mid rca as per last angiography performed. Coronary angiography revealed 90% in-stent restenosis of the synergy drug eluting stent in the proximal segment and 80% in-stent restenosis of the synergy drug eluting stent in the mid segment. The subject was diagnosed with coronary artery disease and revascularization was recommended. The 90% in-stent restenosis in the proximal rca extending to the mid rca was predilated using a 3.0 mm x 30 mm semi compliant balloon. Following this, the lesion was treated with laser atherectomy and a 4.0 x 20 mm nc balloon. A 3.5 mm x 15 mm non-boston scientific (bsc) balloon was used to further modify the lesion due to balloon slippage and residual fibrotic in-stent restenosis. Repeat ivus revealed under expansion of the previously deployed synergy stents. The lesion was then treated with a 4.0 mm x 38 mm non bsc stent successfully. Post dilation was performed using a 4.0 mm nc balloon. Post revascularization, the residual stenosis was noted as 0% and timi flow was 3. The event was considered to be recovered/resolved.